Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A visual inspection of the pump found some cosmetic damages. The pump powered up to the display with auditory and vibratory features. The keypad cover was worn but intact. The ¿down¿ and ¿up¿ arrow buttons responded intermittently. Removal of the button cover found contamination under the ¿up¿, ¿down¿ and contrast button contacts. Unrelated to the button issue, the battery compartment was found to have cracked from the base seal to the grip pad and the display was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the ¿up¿ and contrast buttons were under responsive. It was reported that the keypad cover was undamaged and there was no evidence of moisture or corrosion in the pump. The reporter did not note any delivery issue.this complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.